Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 14mm eccentric target lesion was located in a mildly tortuous and non-calcified left circumflex artery with a significant bend greater than 90 degrees. The 2.50 x 20 synergy drug eluting stent was advanced for treatment but significant resistance was encountered and the stent was damaged. The device was removed. The procedure was not completed due to another reason. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 14mm eccentric target lesion was located in a mildly tortuous and non-calcified left circumflex artery with a significant bend greater than 90 degrees. The 2.50 x 20 synergy drug eluting stent was advanced for treatment but significant resistance was encountered and the stent was damaged. The device was removed. The procedure was not completed due to another reason. There were no patient complications and the patient status was stable.